Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi). The sterrad sterilizer was assessed on site and determined there was no machine problem. There was a reduction in media and/or leakage observed immediately after the sterrad process. The load was released and used on a patient(s) who received unknown prophylactic treatment. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 08/20/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to this issue of suspected positive bi. Trending analysis for the product code of ''suspected positive bil' was reviewed from (B)(4) 2012 through (B)(4) 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from (B)(4) 2012 through (B)(4) 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from (B)(4) 2013 to (B)(4) 2013. This was an isolated incident. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated with positive bi is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. 100% inspection was performed on the available retains product (110 bis) for the presence of ampoule damage; no damage was observed. There were sixty unused/unprocessed bis returned for investigation. They were in the expected configuration of unused product. They were disassembled and evaluated for the presence of microfractures. No anomalies were observed. The ci discs were red, there were no signs of ampoule damage and/or microfractures upon disassembly. Each bi had a single spore disc and single tyvek® liner. Additionally, the caps were seated properly in place. The suspected positive bi was not returned for evaluation. It was disassembled and evaluated at the customer site. The assignable cause analysis of the code 'suspected positive bi' is ampoule damage noted immediately after sterrad® processing. The facility incubated the bi regardless of the noted damage. This is in contradiction to instructions provided in the product IFU. The assignable cause is user error with a root cause of pre-existing physical damage on the ampoule. The assignable cause analysis of the code 'load not recalled' references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release.

Manufacturer narrative:
(B)(4). Per IFU 101011-03 (¿other considerations¿, letter a): if a broken ampoule is found after processing, process a subsequent load with another sterrad cyclesure 24. A reduction in media and/or leakage immediately after processing is a symptom of a broken ampoule. If an ampoule has pre-existing physical damage, the ampoule may further break during the sterrad cycle which then allows the media fluid to leak out of the ampoule and cover the spore disc. When this occurs, adequate sterilant cannot reach the spore disc which then causes a false positive bi result if incubated.